Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The balloon of the device was partially missing. Another defect related to the reported event was not found. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The device was operated back and forth with the forceps elevator of the endoscope raised. The balloon of the device was rubbed against the forceps elevator and scratched. Since the balloon with the scratch was inflated, the scratch spread and the balloon was torn. When the device was withdrawn from the endoscope, the torn balloon was caught by the forceps elevator and the fragment fell inside the patient. The above device handling has warned in the instruction manual as follows. Confirm that the balloon is completely deflated when inserting the instrument into the endoscope. If the balloon is not deflated completely, the distal end of the instrument may extend from the distal end of the endoscope abruptly. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage, and could damage the endoscope and/or instrument. Do not forcibly insert the instrument if resistance to insertion is encountered. Reduce the angulation (or lower the forceps elevator if applicable) until the instrument passes smoothly. The use of excessive force causes patient injury, such as perforation, bleeding, or mucous membrane damage. It may also damage the endoscope and/or instrument.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report: the tube of the subject device was broken off and fell in the patient body. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. We tried to get additional information about where the fragment fell. However, no additional information was provided.